Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was not following the proper calibration techniques. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment as a proactive troubleshooting measure. The sensor re-link was performed successfully, and the user was educated about the required calibrations that need to be performed after the relinking process. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 30 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.